Event description:
The pt suffered a laceration of her right thumb 9 months ago and has been experiencing triggering of her thumb since the injury. On (B)(6) 2016 she had a secondary repair of her partial right flexor pollicis longus laceration. During IV regional anesthesia the stryker tourniquet deflated unexpectedly after being inflated a total of 42 minutes before the occurrence. The pt tolerated the event without issue and the pt's blood loss was negligible. Reported to the manufacturer. Reference # (B)(4).